Manufacturer narrative:
The insulin pump was received with normal operating currents and no blank display noted during testing. The insulin pump had failed self test error alarm and lost sensor alarm due to faulty board. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they received a failed self test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.